Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump was accidentally put in the clothes washer and got wet. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump continually alarms. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display and constant tone due to moisture damage on the electronics. The pump had moisture damage on the motor also. The pump had a cracked case at the display window corner and minor scratches on the display window.